Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. (B)(4). The device is expected to be returned for evaluation, however it has not been received yet. Upon receipt the sample will be evaluated and a follow up medwatch will be submitted.

Event description:
Patient in (B)(6) has been treated with duodopa since 2013. Report indicated that the intestinal tube was occluded due to bezoar over time. On (B)(6) 2020, patient was hospitalized and the tubing system was replaced.

Manufacturer narrative:
Reference record (B)(4). A j tube return sample was received at abbvie for examination. The device was visually inspected and a bezoar was observed on the j-tube near the internal fixation plate. A bezoar is a known complication of use of peg-j tube device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Sample investigation completed.